Event description:
Caller reported an alarm 2 followed by alarm 26, indicating multiple previous occlusion events. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge, then resumed insulin, and a follow-up was requested for additional assistance.